Event description:
It was reported that on (B)(6) 2025, the patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a medial grasp was attempted. After closing the clip, perforation at posterior leaflet was observed. Leaflet was damaged due to the mitraclip. The medial part of the mr was not addressable due to the perforation. The clip was opened and positioned more lateral. A successful grasp was possible with a reduction of mr to grade 2. The clip was stable on both the leaflets. There were no clinically significant delay.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported tissue injury appears to be related to the procedure. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.